Event description:
It was reported the disc drive was not functioning. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). ECG (electrocardiogram) connector is very loose. Floppy disk drive is intermittent; it is noted dust cover from a diskette was found in the drive. System fan is noisy.